Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon activated the energy when the side of the device jaws was touching the patient¿s skin. The patient had a skin burn under the pelvic incision that was discovered during the procedure. The burn was a quarter inch in size and between 1st and 2nd degree with a severity similar to a sunburn. The patient was not brought back to surgery and the burn was treated with ointment. The customer has no concern that the device malfunctioned and has refused return. A new device was used to complete the case.